Event description:
It was reported that the health care professional (hcp) wanted a review of a few ventricular episodes. Technical services (ts) reviewed the reports and this right atrial (ra) lead's signals and right ventricular (rv) signals aligned intermittently. Ts stated that the right ventricular autothreshold (rvat) test and right atrial autothreshold (raat) test prior to the episodes appeared to be normal. The patient denied falling or procedure during the time of the event. Ts suggested an in-person evaluation. The lead remains in use. No adverse patient effects were reported.